Event description:
Mediport suspected to be sheared - explanted. Pt had mediport implanted several unk date and unk facility. Suspected of leaking. At time of explant the catheter was noted as being sheared. The port and remaining catheter were surgically removed.